Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review showed no valid loss of prime warnings. An ezprime sequence and a 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. Unrelated to the initial loss of prime complaint, the battery compartment was observed to be cracked from the threads to the case seal with evidence of visible corrosion in the compartment. The battery cap was not returned. A new test cap was able to carefully tighten to the pump and was used to complete all testing. The pump failed a leak test due to the battery compartment leak. The pump cover was removed and there was no contamination or damage to the force sensor circuit observed and no internal moisture on the pcb or internal components. Product analysis was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that recurrent loss of prime warnings had been occurring twice a day for the last month. Reportedly, there was no loss of power, the cartridge cap had been secure, there were no other alarms, no temperature changes, no trauma to the pump and the patient reportedly was using the cartridges 2 to 3 days only and cycling the plunger correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.